Manufacturer narrative:
The customer initially reported the low vacuum had drifted in the lh750 analyzer, and that the vacuum drifts both up and down. Qc was run before the reported event and recovered within assay ranges. Qc run after the event was out of range and the customer stopped using the instrument. A field service engineer (fse) was dispatched on (B)(4) 2011: to address the vacuum problem, the fse flushed restrictor line from low vacuum regulator. Regarding the low rbc and hgb recovery, the fse found that the cal factors had reinitialized with incorrect values. A review of the calibration log from the lh750 indicates that the automatic and manual cbc calibration factors were updated from the analyzer on (B)(4) 2011, at 3:01:45. The fse put in the correct cal factors, reinitialized everything to the correct settings and verified the system. Per product labeling, "your laboratory is responsible for the final calibration of the cbc parameters and for recording the calibration factors". The root cause is that the cal factors had been updated to default system setting of 1.000.

Event description:
A customer reported that coulter lh 750 hematology analyzer generated low red blood count (rbc) and hemoglobin (hgb) results for twenty patient samples. Erroneous results were reported outside of the laboratory on seven patients. The results for these patients had to be corrected and amended. Instrument printouts were requested but not provided; it is unknown if the results were flagged. The lab information system (lis) results for seven patients were provided. Patient results are shown in the attached file. No death or injury occurred related to this event. No change to patient treatment was reported.